Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital and wanted to confirm that the pump was operating as expected. The customer had to disconnect from the call to speak to the doctor. Tandem technical support attempted to contact the customer multiple times; however, the customer did not reply to the requests. No additional information was provided regarding the event.